Manufacturer narrative:
Block b3: exact date unknown, approximated event date based when patient called requesting the revision.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced daily pain and discomfort that disrupted sleep and limited mobility. Based on the physician's assessment, the complication was attributed to the ipg flipping within the pocket, rather than stimulation. The patient underwent an ipg pocket site revision, during which the ipg was repositioned to a higher location and secured. Intraoperatively, fluoroscopy imaging confirmed that the ipg was mobile but not flipped. No devices were removed or added; the ipg remains implanted. Postoperatively, the incision site showed mild swelling and minimal redness but overall appeared looked fine. The patient is expected to make a full recovery.